Manufacturer narrative:
(B)(4). Date of birth: 1930. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. After the two stents were successfully implanted, a 2.25x20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noticed that the stent was not on the balloon. After investigation, the stent was found on the back table. The physician ballooned the lesion successfully. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii,us, 2.25 x 20mm stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. There was also evidence of medium inside the balloon body. The balloon wings were opened out from their folded positions. Crimp markings were evident on the balloon wall. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. After the two stents were successfully implanted, a 2.25x20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noticed that the stent was not on the balloon. After investigation, the stent was found on the back table. The physician ballooned the lesion successfully. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.